Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during start up of system the illuminator would not work. The ports were red and no light resulted from the module. The case was initiated and completed using an external light source. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. Several parts were replaced to resolve the issue (panel extension assembly and the tabletop illuminator). The system was tested and found to meet product specifications. The system was manufactured on july 9, 2009. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to panel extension assembly and the tabletop illuminator. However, how or when it became non-conforming remains inconclusive. The manufacturer internal reference number is: (B)(4).